Event description:
As reported by the edwards field clinical specialist, during the tavr procedure the patient became hypotensive, requiring temporary bypass. Initially bav was performed with rapid pacing. Deployment of a 26mm sapien valve was performed under rapid pacing, without incident in good position post deployment, tee revealed mild paravalvular leak (pvl). Post dilatation with an additional 1cc of volume in the delivery system was performed. The patient¿s blood pressure was slow to recover after post dilation. CPR and pacing was initiated to assist perfusion while bypass was started to support the patient¿s blood pressure of 40 systolic down to 20/s. The patient¿s blood pressure was stabilized in 120¿s and the patient was weaned off bypass approximately 15 minutes later. Access site closed and patient brought to recovery room.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of hypotension cannot be confirmed; however, patient factors (history of cad and arrhythmias, as well as moderate pulmonary hypertension) in combination with multiple rapid pacing runs, likely caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.